Event description:
Additional information later received reported the patient had lump at lr back due to anchor issue. The catheter was replaced and no catheter segments were left in the intrathecal space. The pump was used to deliver dilaudid. The patient recovered without permanent impairment.

Event description:
The catheter anchor had to be removed because it was causing a lump in the patient¿s back. The outcome of the event and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: catheter. (B)(4).